Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were identified as all released units met specifications. Visual, functional and dimensional inspection were not performed because items were not returned. Conclusion: the alleged unspecific symptoms reported cannot be confirmed exact root cause could not be determined because the devices were not returned for evaluation and/or insufficient information was provided for review.

Event description:
It was reported that; patient came in for follow-up. Unspecific symptoms and local throat soft tissue turgor, abnormal fatigue and listlessness in timely connection with the cervical spine surgery. For a differential diagnostic a potential allergy reaction on the implant could be possible.

Event description:
It was reported that patient came in for follow-up. Unspecific symptoms and local throat soft tissue turgor, abnormal fatigue and listlessness in timely connection with the cervical spine surgery. For a differential diagnostic a potential allergy reaction on the implant could be possible.